Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a 4.0mm drill was used for a latarjet surgery. This got stuck in the coracoid drill guide (ar-7000-17). According to the surgeon it would not pass through the guide at all. As such it was causing a lot of heat and also caused some minor metal fragments to build up around the guide, a small amount entered the patient but were washed out. There was no harm for patient, operator or third party. The surgery was finished successfully with a 3.5 mm drill instead of a 4.0mm drill. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
One unpackaged ar-1204d, batch number 022146, was received for investigation. Visual evaluation shows no bends of the part. Dimensional measurement of the drill head results in 3.99. Other part measurements were in tolerance by drawing c1404 at revision 11. Visual observation of the drill shows burns on the drill side. Complaint is not confirmed.